Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse entered the chiller serial number. The console was rebooted 5 times. The fse replaced the software which resolved the issue. There was no error detected. The device worked as expected. The reported error code 641 - chiller serial not set event was able to be confirmed as the fse did enter the chiller serial number. It is likely that the reported error messages were due to a defective software. The fse replaced the software which resolved the issue. Based on available information, the reported difficulties can be traced back to the defective software.

Event description:
It was reported that error 641: "chiller serial not set", 302.13: "mcb hardware interlock bit" and 202.11: "lps hardware interlock" displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 641: "chiller serial not set", 302.13: "mcb hardware interlock bit" and 202.11: "lps hardware interlock" displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.